Event description:
It was reported that bd arterial cannula 20g/45mm flow switch does not work the buckle of the arterial indwelling needle failed. After discovering it, press the artery with your hands to prevent the backflow of arterial blood. Immediately connect the blood pressure sensor to monitor the arterial pressure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The buckle of the arterial indwelling needle failed. After discovering it, press the artery with your hands to prevent the backflow of arterial blood. Immediately connect the blood pressure sensor to monitor the arterial pressure.

Manufacturer narrative:
Based on the DHR review, there is an outgoing inspection to inspect for product damaged during the in-process inspection, no product damaged qn being raise for the assembly needle (an) batch used to produce this complaint batch. No photo is received. No sample was received. If there was a sample receive, the sample can be investigated on the failed buckle to determine the cause. The complaint will be re-open when there is sample receive for this complaint. The complaint trend will be monitored.